Event description:
This shaver handpiece was returned with a request for service. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: during evaluation of this shaver handpiece it was found that the unit has the potential to run on its own related to pc board failure. A design change has been implemented for this failure mode. There are no injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.